Event description:
It was reported in a journal article that 1 patient experienced a superficial wound infection. No treatment was reported. Attempts have been made and additional information on the reported event is unavailable at this time. Doi: 10.1177/23094990211063963.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Source: journal article: conjoined tendon preserving posterior approach in hemiarthroplasty for femoral neck fractures: a prospective multicenter clinical study of 322 patients. Takuya nakamura, toru yamakawa, junji hori, hisataka goto, akihiko nakagawa, tetsuro takatsu, naoki osamura, atsushi saito, keisuke hagio and kanto mouri. Journal of orthopaedic surgery: doi: 10.1177/23094990211063963. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made and additional information on the reported event is unavailable at this time. 0001825034-2022-00747.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported a patient developed a superficial infection in an unknown timeframe postop; however, the patient did complete study follow up and was not revised. Superficial infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. As the superficial infection was reported and no product information was provided, validation of sterile certifications cannot be performed, therefore the reported event is considered procedure related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent an initial right hip hemiarthroplasty. Subsequently, the patient experienced a superficial infection. The event was noted to have resolved. No details concerning treatment or intervention were provided. No further event information available at the time of this report.